Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. In review of device memory, there were no stored episodes in the arrhythmia logbook. It appears that the device was programmed off on (B)(4) 3 or (B)(4), 2010. Out-of-range measurements were recorded on (B)(4), 2010. There were no error messages or fault codes. Engineering calculations determined that this device did not meet expected longevity per programmed values. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this patient expired in (B)(6) 2010. There were no allegations or complaints against the device's operation, functionality or longevity. Subsequently, the device was received at boston scientific's return product department in (B)(4) 2010.